Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open pressure sores that are red and painful with some digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse applied a cream and bandaged the area for the skin irritation. Follow up indicated that the skin irritation improved.